Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found fractured and exhibited shock impedance measurements greater than 400 ohms after the patient received an inappropriate shock as the suspected result of sensing issues. It was noted the patient had previously undergone a sternotomy and it was questioned whether the sternal wires may have contributed to the electrode fracture. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found fractured and exhibited shock impedance measurements greater than 400 ohms after the patient received an inappropriate shock as the suspected result of sensing issues. It was noted the patient had previously undergone a sternotomy and it was questioned whether the sternal wires may have contributed to the electrode fracture. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned severed 327 mm from the terminal pin. Resistance tests were completed on the two electrode segments to assess the electrical performance. Measurements throughout these tests were within normal limits. Analysis was unable to determine when the electrode was severed. It is possible the electrode was severed by the cerclage wire from the sternotomy procedure, either while tightening the cerclage wire, or thereafter while implanted, or at explant by a scalpel or cutting tool. Electrical performance of the electrode could have been affected depending on when the electrode became severed. Additional testing noted that melted metal on the fractured cable ends showed there was high energy shock delivered while the electrode was in a fractured state. Analysis revealed that the electrode was fractured due to fatigue, this along with melted metal point to the electrode having been implanted when it was fractured. The fracture would have affected electrical performance. This report is being filed to correct the date of the event. Patient code 3191 is being used to capture the additional intervention required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned severed 327 mm from the terminal pin. Resistance tests were completed on the two electrode segments to assess the electrical performance. Measurements throughout these tests were within normal limits. Analysis was unable to determine when the electrode was severed. It is possible the electrode was severed by the cerclage wire from the sternotomy procedure, either while tightening the cerclage wire, or thereafter while implanted, or at explant by a scalpel or cutting tool. Electrical performance of the electrode could have been affected depending on when the electrode became severed. Additional testing noted that melted metal on the fractured cable ends showed there was high energy shock delivered while the electrode was in a fractured state. Analysis revealed that the electrode was fractured due to fatigue, this along with melted metal point to the electrode having been implanted when it was fractured. The fracture would have affected electrical performance.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found fractured and exhibited shock impedance measurements greater than 400 ohms after the patient received an inappropriate shock as the suspected result of sensing issues. It was noted the patient had previously undergone a sternotomy and it was questioned whether the sternal wires may have contributed to the electrode fracture. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned severed 327 mm from the terminal pin. Resistance tests were completed on the two electrode segments to assess the electrical performance. Measurements throughout these tests were within normal limits. Analysis was unable to determine when the electrode was severed. It is possible the electrode was severed by the cerclage wire from the sternotomy procedure, either while tightening the cerclage wire, or thereafter while implanted, or at explant by a scalpel or cutting tool. Electrical performance of the electrode could have been affected depending on when the electrode became severed.